Event description:
A female pt contacted lifecor customer support to report that a couple of hours earlier the device started alarming and displaying the "add gel or replace belt" message. The pt stated there was no gel released, and she did not recall any siren alarms. She did notice that the cover/connector where the belt screws into the monitor is cracked. She is unaware of how this may have happened. She believes it may have gotten bumped, but does not remember ever bumping into anything hard enough to crack this piece. The pt's electrode belt was replaced.

Manufacturer narrative:
Eval: device eval of electrode belt has been completed. The reported problem was confirmed. The cause of the "add gel or replace belt" messages was a bent pin within the electrode belt connector. The root cause of the single bent pin cannot positively identified but is most likely caused by the pin being hit by an object when the connector was disconnected from the monitor. No adverse event resulted from the belt pin. The pt received a replacement electrode belt. The damaged connector will be replaced.